Manufacturer narrative:
Results: patients condition affected the effectiveness of the device (80% stenosis, severely calcified and tortuous); inherent risk of procedure (stent deformation); deformation problem (stent deformation). Conclusion: device failure/lack of effectiveness related to patient condition (80% stenosis, severely calcified and tortuous); known inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lcx exhibiting 90% stenosis, severe calcification and tortuosity. The device was prepped as per IFU with no issues noted. During the surgery, the lesion was pre-dilated with 80% stenosis remaining. It was reported that the endeavor resolute stent could not pass the lesion due to calcification. The physician dilated the lesion again and changed a new device to complete the procedure. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be damaged. Device evaluation: the device was returned to medtronic for evaluation. The tip was flared and damaged. The stent was positioned on the balloon between the marker bands. The 1st, 3rd, 4th and 12th proximal segments had raised and damaged struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).